Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "complex occlusive iliac dissection noted after procedural e-sheath removal as per md. Md then chose to close right cfa arteriotomy with manta as previously planned. Manta deployed as per IFU, suture not cut and handle left in place. Md then proceeded to gain contralateral access via left cfa, however, unable to thread wire into true vessel lumen. Md used snare to capture 0.035' j-wire which manta deployed on right side. Successfully captured 0.35' j-wire, sheath inserted into left cfa over 0.35' j-wire snared from right side, then wire inserted in tandem to j-wire through sheath. 5.0mmx100mmx135cm balloon inflated and restored some distal flow. 2 stents placed thereafter to restore almost full distal flow. Md stated this outcome described above is not due to manta. During a tavr procedure micro puncture and ultrasound were utilized to gain a higher access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 4+1. Pre-tavi aortic annulus dilation balloon burst, then difficulty withdrawing balloon back into e-sheath for removal. Md then had to remove entire delivery system with ruptured balloon and re-insert new e-sheath delivery system. Heparin was administered during the procedure. Systolic bp was 100mmhg. There was no patient harm reported as per md at end of case.

Event description:
It was reported that: "complex occlusive iliac dissection noted after procedural e-sheath removal as per md. Md then chose to close right cfa arteriotomy with manta as previously planned. Manta deployed as per IFU, suture not cut and handle left in place. Md then proceeded to gain contralateral access via left cfa, however, unable to thread wire into true vessel lumen. Md used snare to capture 0.035' j-wire which manta deployed on right side. Successfully captured 0.35' j-wire, sheath inserted into left cfa over 0.35' j-wire snared from right side, then wire inserted in tandem to j-wire through sheath. 5.0mmx100mmx135cm balloon inflated and restored some distal flow. 2 stents placed thereafter to restore almost full distal flow. Md stated this outcome described above is not due to manta. During a tavr procedure micro puncture and ultrasound were utilized to gain a higher access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 4+1. Pre-tavi aortic annulus dilation balloon burst, then difficulty withdrawing balloon back into e-sheath for removal. Md then had to remove entire delivery system with ruptured balloon and re-insert new e-sheath delivery system. Heparin was administered during the procedure. Systolic bp was 100mmhg. There was no patient harm reported as per md at end of case.

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 87-year-old female patient (bmi within IFU limits) presented in the or for a tavr procedure. Higher-positioned access was gained utilizing ultrasound guidance with a micro puncture kit. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The right common femoral arteriotomy (cfa) was approximately 7.0mm, with a measured deployment depth of 4cm + 1cm. The physician noted no calcification or tortuosity present at the cfa access site. Issues were encountered advancing and withdrawing the expandable procedural sheath during the case. Before the tavi, an aortic annulus dilation balloon burst, and there was difficulty withdrawing the balloon back into the e-sheath for removal. The physician removed the entire delivery system including the ruptured balloon and reinserted a new e-sheath delivery system. The physician noted a complex occlusive iliac dissection was present. Dissections are a potential sequela in large bore procedures. The dissection was suspected of caused by the procedural sheath complication and not the manta device. Following valve placement, heparin was administered and an 18f ce manta was deployed to the measured deployment depth of 5cm plus 0.5cm, to accommodate a hematoma present at the site of the arteriotomy. The suture was not cut after deployment, and the manta handle was left in place. Post-deployment fluoroscopic images indicated a high-iliac complex occlusive dissection present. A contralateral access was attempted, although unable to thread the wire into the true vessel lumen. An en snare was then utilized to successfully capture the j-wire used to deploy the manta device. An 8f sheath was then contralaterally inserted into the left cfa and a splash wire was inserted in tandem to the j-wire through the sheath. Balloon inflation was applied, restoring partial distal flow. 2 covered stents were deployed restoring mostly all distal flow. Time to hemostasis was approximately forty minutes from the time the dissection was noted till stent placement with distal flow restoration occurred. Vascular was called in for a consult, no surgical intervention was required. The patient did not experience any harm, injury, or health consequence from this event and the patient outcome post-procedure was fine. The device was not returned for investigation. There is believed to be no device failure. The procedure was completed with the manta device. The physician stated the outcome described above was not due to manta. Manta deployed without issue and sealed the arteriotomy. The manta instructions for use (IFU) states potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Step 1: arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm. There appears to be no product quality issue concerning manufacture, documentation, or labelling. The der process will continue to monitor and investigate any similar events.